Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A setscrew mark was found on the terminal pin, however no marks were found on the ring. Microscopic inspections of the lead body and electrode tip found no anomalies. Laboratory testing was unable to reproduce the clinical observation of dislodgement and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged one day post implant. An invasive revision procedure was performed and the physician elected to explant the lead. The lead was successfully removed and another lead was attempted. There was no report of adverse patient effects during this procedure.